Event description:
The MFR received info alleging a ventilator was emitting an intermittent noise. There was no report of pt harm or injury.

Manufacturer narrative:
The device was returned and evaluated by the manufacturer's service center. The customer's complaint was confirmed, the device was intermittently relieving pressure, causing the device to alarm. The device did not fail to relieve pressure at the set pressure limit, but relieved pressure intermittently before the set pressure limit was reached. The logic board was replaced to correct the issue.